Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the sorin s5 system. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 console for 4 pump was not working properly during set up. There was no patient involvement.

Manufacturer narrative:
A livanova field service visited the customer for the preventive maintenance of the heart lung machine and no issue was found. Customer wanted to know if there was a cleaning procedure for the s5 confusing it with the 3t heater coolers. Based on the information received, no device alleged malfunction occurred. Therefore, event has been reassessed as not reportable. No other action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.